Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for movement disorders. It was reported the ins seemed to not be working starting in (B)(6) 2018. The patient was walked through the remote and they had their device off. They were able to turn their device back on. While on the phone, the patient thought they saw the device was off again. The patient said they shuffle when they walk and it's been pretty bad. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the dbs was not working as well since battery replaced. The device was checked out. The overall issue has been resolved.